Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's daughter that her mother faced a kinked cannula issue, that led to high blood glucose levels of 387 mg/dl, which they tried to treat with a correction injection via multiple daily injection and bolused via the pump. Consequently, on (B)(6) 2022, she went to the emergency room and was later admitted to the hospital with blood glucose level of 750 mg/dl. The infusion set had been used for 3 days. During hospitalization, the patient was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, she was released on (B)(6) 2022 from the hospital and had no permanent damage. Reportedly, she stated that her blood glucose levels were managed by the rehabilitation facility. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.